Event description:
Per the clinic, the electrode array was cut inadvertently during a surgery (specific date not reported) to clean the implant site and the device was subsequently explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device not yet received for evaluation

Manufacturer narrative:
This report is filed february 28, 2014.